Event description:
It was reported by the customer that their device was alarming motor error. Customer stated she was pregnant and that her blood glucose levels have been high for some time. During troubleshooting, customer stated that they do use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional tests. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.